Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction code reappeared, which the customer understood and acknowledged.